Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alleged that the implanted neurostimulator might be affecting their bladder control.